Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported through log file analysis that there were continuous driveline faults throughout the log. The log file showed the brown wire having some continuity issues and may be completely broken. The other 5 wires appear to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline faults. Although a specific cause for these events could not be conclusively determined through this evaluation, based on previous complaint history, the observed events appeared consistent with a potential driveline wire compromise. The account submitted a surveillance log file for known driveline fault alarms (previously reported in MFR #s: 2916596-2021-04973, 2916596-2022-00614, 2916596-2022-10187). Review of the submitted log file captured intermittent, silenced driveline faults accompanied by yellow wrench advisories throughout the data. The driveline fault alarms appeared consistent with an issue with phase 2, which is redundantly supported by the brown and black wires. No other notable events were captured, and the pump appeared to function as intended above the low speed limit for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, including driveline fault alarms, and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.